Event description:
It was reported that approximately 14 months post-implant of a bifurcated device and a supernal aortic extension, the patient presented with acute pain. Diagnostic imaging revealed a type iii endoleak between the supernal aortic extension and the bifurcated device. Two infrarenal aortic extensions were placed to successfully correct the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned for evaluation.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, printouts of still CT images (with and without contrast) were provided for clinical assessment. Based on the review of the images by a clinical representative it was determined that severe angulations of the proximal neck and aneurysm sac (two distinct 90 degrees angulations) were present. Images that were provided confirmed type iii endoleak between the aortic extension and the bifurcated device. A secondary procedure to correct endoleak type iii with placement of two additional infrarenal extensions was performed. Available images show no endoleak post-secondary procedure. Potential root cause of the event is determined to be the off-label use of the afx device in severely angulated neck. Endoleaks are a known risk of the procedure, as identified in the product labeling.